Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. If the sample is returned at a future date, a follow-up report will be submitted. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
#2 date of event: (B)(6) 23 date of PICC insertion: (B)(6) 23 catalog # 384540 lot# 11395246. This product is not available for return to argon quality for product evaluation. Description of event: hub cracked during fluid tubing change. Patient harm: lbw infant no longer with central line access. A new piv placed to complete prescribed therapy. No new PICC placed to complete prescribed therapy. No vein access available for PICC.